Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side rupture diagnosed via MRI mammography and ultrasound and a capsular contracture baker grade IV. Device has been replaced.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: opening curved on radius, crease fold and underweight. A visual and microscopic analysis was performed which identified: observed more of three striated openings on radius, anterior and posterior and non-penetrating nick. Based on the device analysis the final assessment is: a striated opening on anterior, radius and posterior assessed as surgical damage.

Event description:
Healthcare professional reported a right side rupture diagnosed via MRI mammography and ultrasound and a capsular contracture baker grade IV. Device has been explanted and replaced.